Event description:
It was reported that shortly after a patient was placed on the ventilator, the device generated a ¿cooling fan fault¿ alarm. The ventilator continued to ventilate the patient, and there was no patient harm. The patient was placed on another ventilator. The reporting hospital was unable to provide patient demographic information. The logs confirmed activation of the cooling fan fault alert. The biomedical engineer found that the filter was folded over during troubleshooting. After repositioning the filter correctly, the fault cleared and no further error messages were observed.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.